Manufacturer narrative:
The compromised force sensor system alarm occurred during the basic occlusion test due to loose drive support disk. The occlusion, priming and excessive no delivery test was unable to be performed due to the compromised force sensor system alarm. The device had a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, cracked battery tube threads and broken belt clip slot.

Event description:
Customer reported via phone call that they dropped their insulin pump onto the bathroom floor. Customer advised during priming the compromised force sensor system alarm occurred several times. Customer's blood glucose level was 260 mg/dl. Customer advised the insulin pump is stuck in a prime loop and that the rewind message alert occurs after the compromised force sensor system alarm. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.